Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported a blood glucose level of 300 mg/dl which was addressed through a correction bolus via the insulin pump. In addition, it was reported that the customer had manual injections available for diabetes management.